Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that on june 11th, the patient had surgery to remove the rectum and close in the anus as the final step of the colon removal in december. They had the ins due to interstitial cystitis and had it from many years, this particular one for two years. They turned the implant off for the surgery and back on later that evening. They were catheterized for at least 10 days and thought it just needed time to readjust. However, 75% of the time they had to strain in order to pee and they tend to leak urine when they stand, sneeze, cough, or laugh. It also felt like it was firing in a different place. Their urologist did an x-ray and the placement was fine. They recommended the patient reach out to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.